Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged with moisture) issue. It was alleged that the display was scratched and could not be read, and the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, the display lens was scratched. No evidence of moisture was found externally. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further evidence of moisture internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.